Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was used to start the IV, but the plastic catheter was found bent and would not flush during use. The following information was provided by the initial reporter: "product used to IV start, plastic catheter bent, unable to flush catheter. IV not obtain, visible defect noted."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was used to start the IV, but the plastic catheter was found bent and would not flush during use. The following information was provided by the initial reporter: "product used to IV start, plastic catheter bent, unable to flush catheter. IV not obtain, visible defect noted."